Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that the procedure was to treat a lesion in the mid left anterior descending artery with mild tortuosity. The balance middleweight guide wire was positioned in the lesion. Pre-dilatation, stent implantation and post-dilatation was performed. During an attempt to remove the guide wire, the tip unraveled and became stuck in the left main artery. With some persistence, the guide wire was removed in one piece, and there were no adverse patient effects. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: evaluation of the returned guide wire found blood and contrast on the core and coils, consistent with the reported use. The core had separated 21.7 centimeters distal to the proximal solder. The separated portion including the remainder of the core, shaping ribbon and tip ball were not returned. The entire length of the intermediate coils and tip coils were completely stretched out. There was no other damage noted to the guide wire. A laser micrometer was used to measure the outer diameter of the core of the guide wire and this met manufacturing criteria. The scanning electron microscopy (sem) analysis results suggest that the core failure may be attributed to ductile overload. The intermediate coil failure may be attributed to torsional overload. Factors that may contribute to resistance during removal while in the lesion may include, but are not limited to, patient anatomy, lesion morphology, device selection, device placement technique, and/or interaction between associated devices. In certain circumstances, such as manipulation through tortuous and/or tight lesions, where heavy torquing and/or pushing/pulling is required, the clearances can be reduced to an undesirable level and could lead to resistance. In this case it is likely that the tip of the guide wire became entrapped within the anatomy and during removal, the tip coils stretched and the core separated. In order to ensure that this does not occur as a result of a product quality deficiency, manufacturing performs 100% visual inspection of the guide wire tips after it is loaded into the dispenser, performs non-destructive tip pull test and performs 100% outer diameter inspection of all devices prior to packaging. Additionally, quality control performs on line reliability testing to verify product quality. A review of the lot history record for the reported lot revealed no nonconforming material records. Additionally, a query of the complaint handling database for the reported lot was performed and revealed no other incidents reported for this lot. Overall, the reported resistance and subsequent damage appears to be related to case circumstances. There is no indication to suggest a product quality deficiency.